Event description:
It was reported that there was difficulty finding the device to interrogate and patient felt it had migrated under her armpit. The patient complained of pain around the generator site but did not feel it was related to stimulation. No known surgery for the reported events has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the patient inflammation and pain at the site have subsided.

Manufacturer narrative:
B5. Event/problem description ¿ correction ¿ inadvertently did not include in initial MDR.f10. Adverse event problem ¿ health effect clinical code ¿ inadvertently did not include e1719 skin infection in initial MDR.

Event description:
Additional information was received that the patient reported an infection at the nipple.